Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has sustained severe and permanent pain and injuries, suffering, disability and impairment.